Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a webster¿ electrophysiology catheter with auto ID and an unusual curvature of the probe prevents it from slipping into the coronary sinus. Time wasted on already lengthy procedure. The probe was changed. There was no patient consequence. Additional information was received for clarification. It was reported that an unusual fold at the tip of the device did not allow to insert it in the coronary sinus. The unusual curvature of this catheter made it impossible to restore the original curvature. The knob/piston was unable to be turned and/or pushed up and down. There was no difficulty in removing the catheter.

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a webster¿ electrophysiology catheter with auto ID and an unusual curvature of the probe prevents it from slipping into the coronary sinus. Time wasted on already lengthy procedure. The probe was changed. There was no patient consequence. Additional information was received for clarification. It was reported that an unusual fold at the tip of the device did not allow to insert it in the coronary sinus. The unusual curvature of this catheter made it impossible to restore the original curvature. The knob/piston was unable to be turned and/or pushed up and down. There was no difficulty in removing the catheter. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. Visual inspection and deflection test of the returned device were performed following bwi procedures. Visual analysis revealed that the tip was slightly bent; however, the bent was within specifications. A deflection test was performed, and the curve was deflecting within specifications. No deflection issues were observed. A manufacturing record evaluation was performed for the finished device number lot 31218804m and no internal action related to the complaint was found during the review. The deflection issue reported by the customer could not be replicated during the product investigation. Other issues or circumstances may have occurred during the usage of the device that compromised its performance. The bent tip issue reported by the customer was confirmed due to the slight bent observed; however, it was within specifications. The instruction for use of the device contains the following recommendations: careful catheter manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade. Catheter advancement and placement should be done under fluoroscopic guidance. Do not use excessive force to advance or withdraw the catheter when resistance is encountered; always pull the thumbknob of the catheter back before insertion or withdrawal to assure that the catheter tip assumes its original shape. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Correction: full UDI has been populated to field d4. Primary UDI number. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # pc-(B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).